Manufacturer narrative:
Device evaluated by MFR.: only the stent of the device was returned for analysis. The stent was returned deployed from the delivery system. A visual and microscopic examination identified no issues or damage to the deployed stent. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30oct2020. It was reported that stent deployment failure occurred. The stenosed target lesion was located in the non-tortuous and non-calcified iliac vein. A 18x90/10fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, the stent was not deploying properly, so the physician re-constrained the device and removed it from the patient's body. The procedure was completed with a different device. There were no patient complications reported nor injuries reported. However, returned device analysis revealed stent detach.